Event description:
The patient developed and infection in tooth location 3 after the fixture was implanted for over three and a half (3 1/2) years. The doctor indicated infection and pain as contributing factors for implant removal.